Manufacturer narrative:
Investigation summary: bd received 1 photo from the customer in support of this complaint. A visual examination of photo was performed and the customer's indicated failure mode of damaged (broken) tube was observed. Bd was able to confirm the customer¿s indicated failure mode with the photo provided. The exact cause of the failure mode could not be determined. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements.

Event description:
It was reported when using the bd vacutainer® buffered sodium citrate (9nc) blood collection tube there was a cracked tube. The following information was provided by the initial reporter and translated to english. The customer stated: "the tube burst and the specimen spilled during the orbit. The customer did not open the lid to draw blood."